Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert "triggered," the lead displayed a fluctuation in impedance and it was high, there was noise, and the lead was possibly fractured. Re-programming was done by "turning the lead off ," which was followed by lead removal and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.